Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the generic power distribution (gpd). The system was verified and ready for use.

Event description:
It was reported that prior to the start of a da vinci-assisted endometriosis resection surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the surgeon side console (ssc) was not powering on. The customer replaced the power cable, but the issue was not resolved. The tse found one possible related error in the logs pointing to a current draw on the generic power distributor board. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior to starting and pre-anesthesia. The customer could not resolve the issue, and the procedure could not be started. The issue was resolved after the field service engineer (fse) replaced generic power distribution (gpd).